Event description:
The account alleges that the patient reportedly experienced an adverse event(s) following a hiatal hernia repair (hhr) and transoral incisionless fundoplication (tif) procedure a patient was admitted for two additional days for surgical intervention to control internal bleeding and deployed hemostatic agents for a noted hematoma. The patient received a blood 1 unit of blood and was closely monitored during recovery. The patient was discharged 8 days later with no additional patient consequences to report.

Manufacturer narrative:
A medwatch initial final report is being submitted due to a retrospective review of egs complaints (B)(4) by merit medical's systems inc, (B)(4) pms team for any identified complaint discrepancies requiring submissions, corrections and/or additional information per 21 cfr 803. An initial report was not submitted or failed to pass submission for this event. The suspect medical device was not returned for engineering evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened. Reviewed for egs - merit medical systems inc. 1600 west merit parkway south jordan, ut 84095 801-253-1600